Event description:
It was reported that the pump "touch screen was unresponsive, wake button sticks, and had fill estimate issues". Additionally, it was reported that the pump had " issues charging, and the battery depletes more 30-40"percent. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.